Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a small pneumothorax. The complication was identified while the customer was reviewing a cone beam computed tomography (cbct) spin with cios spin at the end of the procedure. One lesion was biopsied. The physician injected two doses of purastat down the ion catheter prior to removing the catheter and undocking. The patient required the placement of a chest tube, and was hospitalized for 23 hour observation. The ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.